Event description:
A surgeon reports that a pt had an intraocular lens replaced due to glare. More info has been requested.

Event description:
Add'l info provided by the reporting surgeon indicates the pt has had a good outcome following lens replacement surgery.